Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. The pump also had a cracked reservoir tube lip, a cracked case at the display window corner, minor scratches on the lcd window, a cracked lcd window, and a scratched reservoir tube window.

Event description:
Customer called to report that the insulin pump alarmed button error. Customer's blood glucose reading was 101 mg/dl. Product is being returned and replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.